Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and anxiety over the textured implant recall. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation and anxiety over the textured implant recall. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, an opening, and white particles. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp edge opening. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on posterior due to an unidentified (tear) opening.